Manufacturer narrative:
Concomitant medical products: dtmc1d1, crtd, implanted: (B)(6) 2019; 6996sq58, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a superior vena cava (svc) impedance out of range alert occurred on the right ventricular (rv) lead. The patient reported hearing an alert from their device, they have had sepsis, and their device has shocked them "29 times." The lead and device remain in use. No further patient complications have been reported as a result of this event.